Manufacturer narrative:
This report is being submitted to correct the patient information (a) in section a.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to helix was unable to extend and became loose midway through the procedure, so the physician replaced it with a different lead. In addition, the patient experienced an infection with hepatitis. This tachy lead was replaced and not implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to helix was unable to extend and became loose midway through the procedure, so he replaced it with a different lead. In addition, the patient experienced an infection with hepatitis. This tachy lead was replaced and not implanted. No additional adverse patient effects were reported.